Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on jun 6, 2021 due to diabetic ketoacidosis and high blood glucose level more than 600 mg/dl. Customer had severe dehydration, vomiting and thirst. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.